Manufacturer narrative:
Based on the upload of the data card information the handpiece and system performed as expected. The tip was received and evaluated. The tip passed the flow, and thermistor (t0:25.70 ,t1:25.70 ,t2:25.74 ,t3:25.54 ) testing. Tip failed the leak testing and visual testing due to dielectric breakdown being seen. Functional test was not performed due to dielectric breakdown being seen. The investigation is ongoing.

Event description:
During a thermage treatment to the face there was a burning smell after a rep, the next rep produced a spark from the side of the tip. The tip was then reinspected. There was a brown scorch mark on the side of the tip. Since it was not on the tip surface the doctor used the tip for a third treatment at which time the patient received a burn on the forehead. Aquaphor was used to treat the area. This injury has been determined to be not serious.

Manufacturer narrative:
The highest energy level used was 3.0. The datacard and treatment tip were both returned for evaluation. Several errors that occurred during treatment; including underforce, handpiece button released, and treatment tip missing or disconnected errors. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radio frequency treatment, the radio frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the datacard, the system and hp performed as expected. During evaluation of the treatment tip, service confirmed damage on the tip membrane along the radio frequency trace. This evaluation corresponds to the customer¿s accounts of sparking of the tip. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first degree patient burns associated with radio frequency trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage of the membrane can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. According to thermage cpt system technical user¿s manual (p009240-05 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Based on the available information, burns were most likely caused by damage on the tip membrane along the radio frequency trace. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action necessary. The investigation is complete.